Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that for 2 infusion sites where the insulin soaked the adhesive instead of going in. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 1 of 2.